Event description:
It was reported that subsequent to lead repositioning an impedance reading greater than 2000 ohms was detected on one contact; the device was reprogrammed during the case. Additional information has been requested.